Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty. Legal counsel for patient further reported patient allegations of pain, elevated cocr levels and tissue/bone destruction. Additional information received in patient medical records and review of invoice history indicates patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised (B)(6) 2008 due to an unstable cup. Patient underwent a second right hip revision procedure on (B)(6) 2010 due to impingement of the head. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-03092 / 03093 & 01293).